Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic procedure, the surgeons were having difficulty during instrument exchange with the port. The device were difficult to remove from the port. Another port was used to complete the case. There was no patient harm.